Event description:
It was reported that there was pt bruising while using the ats 3000. Add'l clinical f/u with the hosp indicated that the surgeon stated that a pt recently complained of increased pain at the site of tourniquet cuff application when seen post-op tkr (total knee replacement.) The surgeon stated that one pt had some bruising at the site. The surgeon did not indicate that there was any serious injury, medical treatment, or residual effects to the pt.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 4 years old and has never been returned to the MFR for repair since purchased. The reported issue could not be reproduced during and the device met all functional tests. The precautions in use section of the instructions for use addresses the precautions that are needed to ensure pt's safety and the possibility of pain that may develop throughout the limb following tourniquet use. Preventive maintenance was performed on the device and returned to the customer.